Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the reload was being applied to the pulmonary artery during a laparoscopic video-assisted thoracoscopic surgery, the jaws closed, the green button could not be pressed and the load could not be fired. The surgeon removed the stapler from the pulmonary artery and the trocar, replaced the reload with another one and was able to fire and complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.